Event description:
It was reported, that on (B)(6) 2015 during surgery the ankle-fx drll-gde 3.2 sys.4.0 red 65mm broke. The thread of the drill guide remained in the pt.

Manufacturer narrative:
The MFR has not yet rec'd devices for review. X-rays were rec'd for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).